Event description:
Mara water vapor system probe kit 3 probes used two times. Could not pass the following alert codes 117,148, 143. The clinical team was able to use lot 339559 able to pass 117, 148, 143. Ref report: mw5164122.